Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 73 year old male patient began to decompensate and blood pressure went from 130/68 mmhg to 70/60 mmhg. Decision was made to place impella cp. It was reported that while the pump was going over the aortic arch, the 0.018 wire kicked out of the left ventricle. The pump was removed and flushed to attempt reinsertion. Reinsertion attempted, but unable to pass impella beyond the iliac and the impella cp was removed. The patient was stable and impella cp insertion was aborted.